Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an accidental double power cable disconnect while they were on the mobile power unit (mpu). A review of the log file revealed a no external power alarm on (B)(6) 2023 at 2234 while connected to the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 8 days (23jun2023 ¿ 30jun2023 per time stamp). On 25jun2023 at 22:34:41, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~2.8v. This was consistent with a loss of ac power. The alarms cleared on their own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided stated that the mpu has a v-lock connector. It is unknown if the ac power cord came loose from the wall or unit, or if there was a loss of power to the house. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event. Section e: initial reporter information corrected.